Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged for the same model, different power. Post-exchange, the surgeon did not get the correction that he was expecting. In a f-u, the surgeon reported that lens exchange was due to pt's anisometropia. The pt is reported to be "doing well". There are two medical device reports associated with this event. This report is for the replacement lens.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/06/2009 and 10/12/2009 by phone, fax, and mail. Add'l info was received by the phone and medical records were received on 10/14/2009, a completed questionnaire has not been received.